Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch a1 pt for suspect device in the coaguchek xs system.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 pt for suspect device in the coaguchek xs system.

Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.9 inr/2.4 inr; 5.8 inr/4.4 inr. No action taken on device result for pt 1. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Medical history: chemotherapy pt, hematocrit : 37.3% on 8/12/08. Medications: coumadin. Pt's medication was discontinued due to the 5.8 inr result. No adverse event reported.